Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (492 mg/dl). Customer delivered a correction bolus and changed out the cartridge and infusion set to stabilize blood glucose levels.